Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and ischemia are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that eight days after the acculink stent was implanted in the right internal carotid artery, the patient was re-admitted for a fall, left-sided weakness, and a probable seizure. The CT scan of the brain, cta of the brain and neck, MRI of the brain, and mra of the brain were all negative for a stroke. There were no other symptoms. The patient required bronchodilators, intravenous steroids, heparin, and ventilator support. The patient was discharged four days after admission and the event resolved. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the intial medwatch filed, additional information was received indicating that the patient was discharged with a diagnosis of a mild cerebrovascular accident with multiple, small, ischemic events.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Neurological deficit/dysfunction and seizure are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.